Manufacturer narrative:
A quote was sent to the customer for service but later expired due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a malfunction of the power button. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).